Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a clear plastic bag and an open tray without lid stock. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only 1 catheter was returned). The catheter included in the return appears to be unused with no discoloration or powder noted on the exterior, or within it. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Loose powder was not present within the tray or on the exterior of any of the returned components. Powder residue was noted within the nozzle. When tested as returned the device did not spray as intended. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring showed the component to be positioned correctly inside the handle and the lance to be beveled. However, during inspection of the lance and o-ring it was noted that the lance was able to be moved back and forth and turned sideways while attempting to seat the o-ring tester tool, this is caused by the back of the lance breaking, most likely during deactivation due to the pressure being released by the co2 cartridge. This damage would have occurred when deactivating the handle. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). A dent was noted at the bottom of the foam. Due to the condition of the lance, we were unable to test this device using a new co2 and activation knob. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber. Loose powder was also present in the back tube connecting the powder chamber to the low pressure valve. No clumps were found in either tube. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. Loose powder was removed from the smaller powder cannula. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed within the low pressure valve on all the components. This is the most likely cause for the difficulty reported. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an internal clog within the low pressure valve of the device. The cause of the clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. It was noted that the returned catheter appears to be unused indicating this device may have been used with a different catheter which was not provided in the return as the report noted both catheters were utilized during the procedure. Catheter occlusion can be a cause of this device not being able to spray powder or result in internal clogs within the device. However, we could not conduct a complete investigation because the used catheters were not returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure to treat a bleeding ulcer in the duodenal, the physician used a cook hemospray endoscopic hemostat. It was reported that when they pushed on the button to deploy the spray, nothing came out. They tried with both catheters but the spray would not deploy. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.